Event description:
It was reported that the coupling was rusty. This is report one of one for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hwe. (B)(6). The additional evaluation revealed that the investigation has shown that the coupling has rusty spots as complained. We are not able to determine the exact cause of this occurrence and can only confirm that all parts of the coupling are made out of stainless steel. Please regarding corrosion resistance it can be stated, that all materials, including so called stainless steel as well, are conditionally only rust-resistant. The corrosion resistance is maintained only; when the material is stored on a dry and metallic contact less condition create electrolytic reactions with contact corrosion as result. Please also consider in this regard our important information leaflet with cleaning and sterilization instruction for non-sterile products. Placeholder.